Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam y fitting was broken and reagent was leaking from the hydro-pneumatic compartment. No injury was reported.

Manufacturer narrative:
The customer found the y-fitting for the no foam assembly was broken and replaced the fitting. A bci field service engineer (fse) cleaned the spilled no foam reagent on the system and verified the repairs.